Event description:
It was reported that force sensor bridge occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The liquid crystal display (lcd) lens support and display were broken. The plunger assembly, drive train assembly, top case and bottom case were contaminated. The bottom case was also cracked. Power up process was performed and the force sensor was tested. The reported issue could not be duplicated; all force sensor readings were within the required specifications. Error history log review found force sensor bridge test. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: preventative maintenance was performed and all functional testing passed.